Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic. Upon reviewing multiple stored electrogram, the atrial lead exhibited intermittent noise and p-wave amplitude variation. Pacing and sensing was noted to be normal otherwise. Sensitivity settings were reprogrammed. Other programming changes were also discussed. The patient left clinic in good condition and will be followed up normally. No follow up has been made yet and any merlin.net remote transmission has not been noted either.